Manufacturer narrative:
Other relevant device(s) are: model: 9733457. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tip of the cervical probe was bent. There was no patient present at the time of the event.